Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that there were primary audible alarms, a slight crack in the left front case, a non-OEM battery, smiths tamper evident seal missing from battery compartment, intact plunger head, intact j9, a non-OEM speaker with resistance of 9.8 ohms, not counting the lead resistance of 2.5 ohms. There was no signs of fluid ingress. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.